Event description:
It was reported occlusion alarms have increased in frequency. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.